Manufacturer narrative:
.

Event description:
The hcp reported that the pt was experiencing a return of symptoms including increased lower extremity spasticity, spasm, and clonus. The pt's parents also noted an intermittent pump alarm. The pt was seen by the hcp who started the pt on oral baclofen. An x-ray was taken of the catheter which did not note any catheter dislocation or disconnect. The pump was refilled with no volume discrepancy noted. A therapeutic bolus was performed with no result. The pt was referred to a neurosurgeon to have the pump replaced. The hcp suspects a possible battery issue with the pump.